Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a pulse generator change, a "slight break" was noted on the insulation of the lead.